Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
Received user facility medwatch# (B)(4) advising that during a laparoscopic oophorectomy procedure, the surgeon was using the instrument and met with resistance. The handle also locked. The handle was pulled out and the jaws were broken as was a small portion of the blade. All pieces are believed to be accounted for. Radiology studies done to confirm. Per the medwatch the device is available for analysis.